Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that rf communication difficulty may have contributed to the suspected premature battery depletion (pbd). Ts recommended device replacement. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that rf communication difficulty may have contributed to the suspected premature battery depletion (pbd). Ts recommended device replacement. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.